Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urgency frequency. It was unknown when the trial started. It was reported that they had no bladder and bowel activity. They were experiencing new non-baseline urinary/bowel symptom of urinary incontinence and bowel incontinence. Patient reported since friday night, they haven't gone to the bathroom. They've been in bed. The issue was not resolved and was ongoing. On (B)(6) 2026, additional information was received from the patient on 2026-may-10. The patient stated that during their call today; while assisting the patient with therapy adjustments, they encountered an error stating ¿unable to communicate with the device.¿ after several retries, the same error continued to appear. They advised the patient to check the external stimulator and ensure that it was not disconnected; however, the patient was afraid to touch it and preferred to contact their doctor¿s office for assistance. They also informed the manufacturer representative (rep) about the situation. It was unknown if the troubleshooting was performed and the cause of the event was not known. It was unknown if the issue was resolved.